Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient died in a traffic accident, on (B)(6) 2022. The pacemaker was explanted post-mortem and brought back to the hospital, where vvi mode was observed. The battery impedance was 1.77 kohms during the last follow-up on (B)(6) 2021, while the value was 5.64 kohms on (B)(6) 2022, following the patient's death. Rrt was found activated and the magnet rate was 93 min-1. Observation of the battery curve showed a spike at 14 kohms, which quickly fell back to around 5 kohms.

Event description:
Reportedly, the patient died in a traffic accident, on (B)(6) 2022. The pacemaker was explanted post-mortem and brought back to the hospital, where vvi mode was observed. The battery impedance was 1.77 kohms during the last follow-up on (B)(6) 2021, while the value was 5.64 kohms on (B)(6) 2022, following the patient's death. Rrt was found activated and the magnet rate was 93 min-1. Observation of the battery curve showed a spike at 14 kohms, which quickly fell back to around 5 kohms.

Manufacturer narrative:
Please refer to the attached analysis report.